Event description:
Patient tested for pregnancy prior to surgery using sp brand hcg urine cassette rapid test and negative results were obtained. Surgery was performed. Two weeks post surgery the patient called surgical center to ask about the anesthesia that was administered during surgery because she had discovered she was pregnant. At this time, the surgical center discovered that serum testing was also performed at the time of the surgery and positive results were obtained. However, based on the negative results of the urine test performed, surgery was performed on the patient and the anesthesia used may have potentially injured the fetus. At this time, there is no further information available regarding the patient outcome.